Manufacturer narrative:
Retainer ring is black. The insulin pump was returned for charge battery alarm and power loss alarm on event date november 16, 2022. Insulin pump passed the displacement test and self-test. Active current measurement within specifications. The history was download successfully using thus software. However, insulin pump received with high sleep current measurement due to moisture damage on electronics assembly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm charge battery alarm and power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5 volt for consecutive 240 minutes. However, long trace history files confirmed power loss alarm on november 16, 2022 01:55:00:000 pm and charge battery alarm on november 16, 2022 01:24:00:00 pm. The following were noted during visual inspection, fading serial number label and cracked case at battery tube side. The insulin pump p-cap or test reservoir locks in place properly. Insulin pump was confirmed for charge battery alarm and power loss alarm anomalies due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was incorrect. However, we have received new information which has been updated on this report to reflect the correct information.

Event description:
Device was returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed and power loss alarm.  Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and will return the device for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.